Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose levels which went from 84 mg/dl to 424 mg/dl. Customer reported that insulin was not delivering from pump. The customer had symptoms such as feeling sick, nausea and painful skin and treated with bolus delivery. Customer's blood glucose value was 559 mg/dl at the time of the call. Customer reported that the high blood glucose levels began on (B)(6) 2016 and did not contact their healthcare professional. Troubleshooting was performed. The drive support cap appeared normal. There were no leaks or air bubbles. Customer reported of having a lot of scar tissues and declined further troubleshooting.